Event description:
It was reported the patient had a loss of therapeutic effect with less than fifty percent therapy relief. The patient also had a bladder tumor. No interventions were performed. The patient¿s symptoms were ongoing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional assessment determined the bladder tumor was not related to the device or therapy. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04drv, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).